Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment and outcome were not reported. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this event.